Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI# (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Over the last two days of surgery, the account has cracked three (3) of these sigma impaction blocks. When the surgeon has gone to impact the implant using the impaction handle, the white impaction block has either cracked or broken completely off. The sales representative was not present during these events, but has been advised that there was no delay in surgery and there were no adverse effects.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the provided product code identified similar reports which when confirmed were attributed to user technique/misuse due to mis-alignment. The investigation could not verify or identify any product contribution to the current reported breakage without the device to examine. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Examination of the submitted impactors confirmed the devices have fractured along the initiation slot that connects with the universal handle. The root cause is attributed to misuse through mis-alignment. Based on the determination of misuse through mis-alignment as the root cause, the need for corrective action was not indicated. Monitor through trend analysis (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.